Manufacturer narrative:
(B)(4). Date of event: unknown. Batch #unk. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what was product code of the device that was used in the surgery? Lt100. What was the surgical procedure that the device was used in? Coronary bypass. What were the indications for surgery? Coronary heart disease. Please explain what is meant by, ¿the clips did not occlude correctly¿? The clips did not close. Properly in the mammary artery and by the pressure of the blood they ended up releasing. Was the occlusion observed intra-operatively or post-operatively? Post-operative. Is there a photo or video available? No available. What medical or surgical intervention was required? It was required a sternotomy, which was evidenced a bleeding because one of the clips placed in the mammary artery was released. What is the current patient status? In good health. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code for the applier that was used with the lt100 clips? Was the lc800 clip base used with the lt100 cartridges?

Event description:
It was reported that in the surgery, that a patient intervened because some clips were released. The clips did not occlude correctly. Procedure: coronary procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the product code for the applier that was used with the lt100 clips? The reference clamp lx107 was used. Was the lc800 clip base used with the lt100 cartridges? This base is not used in the clinic.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear as a result of normal use. A regular and precise visual check of the instrument should be made before each use." The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.